Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis in two sections as a result of a break in the hypotube. The break was located at 34.5cm distal to the strain relief. Both sections of the break were kinked at various locations along their lengths. These kinks and break are consistent with excessive forces having been applied to shaft. A visual examination of the crimped stent found no issues with its profile. The stent was securely crimped onto the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as: MFR#: 2134265-2014-05175. It was reported that chest pain occurred. Vascular access was obtained via the femoral artery. The 60% stenosed, 32mm in length, eccentric, de novo target lesion was located in the severely tortuous, severely calcified and 2.5mm in diameter left circumflex artery. The vessel contained a >45 and <90 degrees bend. A jr 3.5 non bsc guide catheter was used. After a 0.014 non bsc guide wire crossed the lesion, a 2x12mm maverick balloon catheter was advanced for predilation at different segments of the lesion. Percent stenosis of the lesion immediately after predilation was 25%. Then a 2.50mm x 32mm promus element ¿ stent was advanced but was unable to cross the lesion. Predilation was again performed using the same 2x12mm maverick balloon catheter however the 2.50mm x 32mm promus element ¿ stent was not able to cross the lesion. The patient then became uncomfortable with a "little" chest pain so adrenalin was administered. The procedure was aborted. No further patient complications were reported and the patient's status was stable.

Event description:
Same case as: MFR#: 2134265-2014-05175. It was reported that chest pain occurred. Vascular access was obtained via the femoral artery. The 60% stenosed, 32mm in length, eccentric, de novo target lesion was located in the severely tortuous, severely calcified and 2.5mm in diameter left circumflex artery. The vessel contained a >45 and <90 degrees bend. A jr 3.5 non bsc guide catheter was used. After a 0.014 non bsc guide wire crossed the lesion, a 2x12mm maverick balloon catheter was advanced for predilation at different segments of the lesion. Percent stenosis of the lesion immediately after predilation was 25%. Then a 2.50mm x 32mm promus element ¿ stent was advanced but was unable to cross the lesion. Predilation was again performed using the same 2x12mm maverick balloon catheter however the 2.50mm x 32mm promus element ¿ stent was not able to cross the lesion. The patient then became uncomfortable with a "little" chest pain so adrenalin was administered. The procedure was aborted. No further patient complications were reported and the patient's status was stable.